Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted a set of sheared teeth on the first row of the firing rack. Pmv performed functional testing which included the instrument was successfully loaded with a 60-3.5 sulu. After initial clamping, the instrument could not be cycled. An access hole was cut into the instrument body for visualization of the firing rack. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The location of the firing rack damage in the instrument indicates that the teeth were sheared after clamping of the reload jaws at the start of the firing cycle. This condition occurred as a result of the reload interlock engagement. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: the manual stapling handle and the reload were being used for the small intestine resection. The surgeon clamped the tissue, pushed the green button, and tired to squeeze the handle, but could not. The procedure was completed with another device. There was no patient harm. The status of the patient is no problem.